Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("experienced multiple blood clots") in a 33-year-old female patient who had essure (batch no. B34694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera in 2016. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal distension ("bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), back pain ("low back pain and mid back pain") and flank pain ("left flank pain"). The patient was treated with surgery (plaintiff underwent a vaginal hysterectomy with bilateral salpingectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, headache and nausea had resolved, the genital haemorrhage, dyspareunia, abdominal pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, allergy to metals and back pain outcome was unknown, the fatigue had not resolved and the weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. In (B)(6) 2013 patient underwent hysterosalpingogram. Current weight 150 lbs. Most recent follow-up information incorporated above includes: on 23-may-2018: plaintiff fact sheet received. New reporters added. Plaintiff demographics added. Essure indication updated and lot number added. New events abnormal bleeding (menorrhagia), headaches, nausea, nickel allergy, fatigue, weight gain, bloating, left flank pain and low back and mid back pain were added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("experienced multiple blood clots") in a 33-year-old female patient who had essure (batch no: b34694-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in dec-2013 patient underwent hysterosalpingogram. Current weight 150 lbs. On (B)(6) 2016:final diagnosis: uterus with cervix and bilateral fallopian tubes: endometrium: benign proliferative endometrium. Myometrium: essure coils identified in bilateral cornua. Cervix: focal acute and chronic inflammation. Fallopian tubes: marked vascular congestion clinical history: pelvic pain in female. Microscopic description: the cervix contains focal acute and chronic inflammation but is otherwise unremarkable. Proliferative phase endometrium is identified, and no endometrial hyperplasia or carcinoma is seen. The myometrium is unremarkable. The fallopian tubes contain marked vascular congestion. Gross description: uterus, cervix, bilateral fallopian tubes, in formalin is a 8.5 x 5.0 x 4.2 cm uterus with attached cervix and bilateral fallopian tubes. Weighs 109 g. The serosa is smooth and unremarkable. The cervix is 2.0 x 1.7 x 1.5 cm. The endometrium is up to 0.3 cm thick. The myometrium is up to 1.8 cm thick, tan and trabeculated. Intact essure coils are present in both cornua. The bilateral fallopian tubes are both congested and have a fimbriated end. The right fallopian tube is 0.6 x 1.0 x 5.3 cm. The left fallopian tube is 0.6 x 1.0 x 7.5 cm. Previously administered products included for an unreported indication: depo-provera in 2016. Concurrent conditions included body mass index normal, seizure, uti, diverticulitis, pain in hip, upper abdominal pain, dyspepsia, heartburn, irritable, anxious mood, crying, oral pain, tachycardia and gas. Concomitant products included omeprazole. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("low back pain and mid back pain") and flank pain ("left flank pain"). The patient was treated with dicycloverine hydrochloride (dicyclomine hcl), ibuprofen and surgery (plaintiff underwent a vaginal hysterectomy with bilateral salpingectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, migraine, headache, nausea, fatigue, back pain and flank pain had resolved, the genital haemorrhage, dyspareunia, vaginal haemorrhage, dysmenorrhoea, menorrhagia and allergy to metals outcome was unknown and the weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram: in december 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-dec-2018: plaintiff fact sheet received. Lab data was added. Event outcome was updated for the event: left flank pain, low back pain and mid back pain, abdominal pain. Treatment drugs were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("experienced multiple blood clots") in a 33-year-old female patient who had essure (batch no. B34694-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera in 2016. Concurrent conditions included body mass index normal, seizure, uti, diverticulitis, pain in hip, upper abdominal pain, dyspepsia, heartburn, irritable, anxious mood, crying, oral pain, tachycardia and gas. Concomitant products included omeprazole. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal distension ("bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), back pain ("low back pain and mid back pain") and flank pain ("left flank pain"). The patient was treated with surgery (plaintiff underwent a vaginal hysterectomy with bilateral salpingectomy,bilateral salpingectomy). Essure was removed on 5-may-2016. At the time of the report, the pelvic pain, migraine, headache and nausea had resolved, the genital haemorrhage, dyspareunia, abdominal pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, allergy to metals and back pain outcome was unknown, the fatigue had not resolved and the weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. In (B)(6) 2013 patient underwent hysterosalpingogram. Current weight 150 lbs. (B)(6) 2016:final diagnosis: uterus with cervix and bilateral fallopian tubes: - endometrium: benign proliferative endometrium. - myometrium: essure coils identified in bilateral cornua. Cervix: focal acute and chronic inflammation. - fallopian tubes: marked vascular congestion clinical history: pelvic pain in female microscopic description: the cervix contains focal acute and chronic inflammation but is otherwise unremarkable. Proliferative phase endometrium is identified, and no endometrial hyperplasia or carcinoma is seen. The myometrium is unremarkable. The fallopian tubes contain marked vascular congestion. Gross description: uterus, cervix, bilateral fallopian tubes, in formalin is a 8.5 x 5.0 x 4.2 cm uterus with attached cervix and bilateral fallopian tubes. Weighs 109 g. The serosa is smooth and unremarkable. The cervix is 2.0 x 1.7 x 1.5 cm. The endometrium is up to 0.3 cm thick. The myometrium is up to 1.8 cm thick, tan and trabeculated. Intact essure coils are present in both cornua. The bilateral fallopian tubes are both congested and have a fimbriated end. The right fallopian tube is 0.6 x 1.0 x 5.3 cm. The left fallopian tube is 0.6 x 1.0 x 7.5 cm most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("experienced multiple blood clots") in a 33-year-old female patient who had essure (batch no. B34694-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera in 2016. Concurrent conditions included body mass index normal, seizure, uti, diverticulitis, pain in hip, upper abdominal pain, dyspepsia, heartburn, irritable, anxious mood, crying, oral pain, tachycardia and gas. Concomitant products included omeprazole. On(B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal distension ("bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), back pain ("low back pain and mid back pain") and flank pain ("left flank pain"). The patient was treated with surgery (plaintiff underwent a vaginal hysterectomy with bilateral salpingectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, headache, nausea and fatigue had resolved, the genital haemorrhage, dyspareunia, abdominal pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, allergy to metals and back pain outcome was unknown and the weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. In (B)(6) 2013 patient underwent hysterosalpingogram. Current weight 150 lbs. (B)(6)2016:final diagnosis: uterus with cervix and bilateral fallopian tubes: endometrium: benign proliferative endometrium. Myometrium: essure coils identified in bilateral cornua. Cervix: focal acute and chronic inflammation. Fallopian tubes: marked vascular congestion clinical history: pelvic pain in female microscopic description: the cervix contains focal acute and chronic inflammation but is otherwise unremarkable. Proliferative phase endometrium is identified, and no endometrial hyperplasia or carcinoma is seen. The myometrium is unremarkable. The fallopian tubes contain marked vascular congestion. Gross description: uterus, cervix, bilateral fallopian tubes, in formalin is a 8.5 x 5.0 x 4.2 cm uterus with attached cervix and bilateral fallopian tubes. Weighs 109 g. The serosa is smooth and unremarkable. The cervix is 2.0 x 1.7 x 1.5 cm. The endometrium is up to 0.3 cm thick. The myometrium is up to 1.8 cm thick, tan and trabeculated. Intact essure coils are present in both cornua. The bilateral fallopian tubes are both congested and have a fimbriated end. The right fallopian tube is 0.6 x 1.0 x 5.3 cm. The left fallopian tube is 0.6 x 1.0 x 7.5 cm . Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet received: event outcome updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("experienced multiple blood clots") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles") and migraine ("migraines"). The patient was treated with surgery (plaintiff underwent a vaginal hysterectomy with bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, vaginal haemorrhage, dysmenorrhoea and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.